Event description:
It was reported that the user experienced hyperglycemia with blood glucose rising above 400 mg/dl after consuming juice for a low reading and remaining elevated despite an infusion set change earlier that morning; the ilet alerted for high glucose, the user confirmed no visible set or tubing issues with a 23 inch, 6 mm infusion set, received troubleshooting and education, and subsequently changed supplies, after which glucose returned to range. Symptoms included no reported clinical effects. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user interview, troubleshooting, and education regarding potential causes of elevated glucose and guidance to change supplies if levels remained high. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device or component malfunction and resolution following a supply change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.